Event description:
During a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. A taxus express2 drug eluting 3.5 x 20 mm stent was used and during withdrawal difficulties were encountered. Pt status is reported to the "good." Additional information has been requested.